Manufacturer narrative:
The incident device has not yet been returned for evaluation. Upon receipt and evaluation of the incident device, a follow-up report will be submitted.

Event description:
"During the case the surgeon used one c0q04 and three c0q10. About 10 minutes into case the c0q04 started to leak from the seal. We replaced the seal with a seal from a new c0q10. Within 5 to 10 minutes, it started leaking as well as two other c0q10. For the remainder of the case, 3 of the 4 trocars leaked and made it difficult to maintain proper insufflation. The surgeon was able to finish the case and the patient was not harmed. I did not observe any misuse of the product during the case. The surgeon was unwilling to use the product again until I could determine why the seals leaked. Surgery was prolonged due to lack of insufflation. It made it more difficult to perform routine aspects of surgery."